Event description:
It was reported that there was a malfunction of the ventilator display. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.